Event description:
No additional event information at the time of the report.

Manufacturer narrative:
This report is being submitted to relay additional information. One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) with mount was returned for investigation. However, one unknown placement driver was reported but not returned. Visual evaluation of the as returned products identified signs of use but no apparent signs of malfunction. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. Functional testing was performed using an applicable in-house driver. The devices (mount/implant) were able to engage, retain and disengage as normal. Therefore, the reported event could not be recreated. Therefore, based on the available information and functional testing, device malfunction for mount/implant did not occur. However, driver malfunction and the reported event could not be verified since the driver was not returned. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight: unknown / not provided. Brand name: unknown / not provided. Catalog and lot number: unknown / not provided. Concomitant medical products: tsvb8, impl tapered scr-v sbm 3. 7mm 3.5mm 8mm-lot# 1225175. Email address: unknown / not provided. PMA/510(k) number: not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device remains in use at user facility.

Event description:
It was reported that the implant fell off of the placement driver. They were able to complete the procedure with another implant. They also do not know which placement driver was used.